Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) in less then five years. It was also reported that the patient was not feeling well becoming symptomatic since the device tripped eri and the patient did not tolerate the nominal setting of vvi 65 pacing. Therefore, the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Battery - high impedance performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance. High battery impedance, leading to eri. Battery voltage - battery depletion indicated/eri- eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Analysis of the device is in process; the results will be forwarded when available.